Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had dislodged two times and was unable to be implanted. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.